Event description:
Device 2 of 2: reference MFR report: 3006705815-2019-00284. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention to have their leads replaced. Issue has been resolved.